Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection found the device to be in good physical condition. The review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The f-94 alarm also occurred during a power on functional test. The cause of the f-94 alarm was determined to be a low voltage battery. To correct the condition, the battery was replaced and the device configurations were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.